Event description:
It was reported that the pump touch screen was broken, though the touch functionality was still working and the screen was partially readable. There was no reported impact to the customer¿s blood glucose level. The pump was replaced, and the defective device is expected to be returned for further evaluation. The customer reverted to an alternate method in insulin therapy.